Event description:
A report was received that a patient experienced fluid at the pocket site. The physician opened and cleaned out the pocket site and noted the area to have a surface infection. The patient was placed on IV antibiotics and remained in the hospital for the drainage. The patient has since been discharged from the hospital and is reportedly doing well following treatment.

Manufacturer narrative:
Update to the following field: a review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that a patient experienced fluid at the pocket site. The physician opened and cleaned out the pocket site and noted the area to have a surface infection. The patient was placed on IV antibiotics and remained in the hospital for the drainage. The patient has since been discharged from the hospital and is reportedly doing well following treatment.